Event description:
It was reported that this right ventricular (rv) lead suffered from a lack of consistent capture and high pacing thresholds, the next morning after it was implanted. A micro-dislodgment was suspected and the device was successfully repositioned. No additional adverse patient effects were reported.